Event description:
Medi-sis 60 min/20ml tubing was used to infuse acyclovir IV. Med-sis syringe driver was used. Infusion went over 35-40 min per pt. Facility bench tested same product (lot) at facility and found that they duplicated time (ran over in 40').